Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the riata lead follow by shocks. Lead was explanted and a new lead was implanted. No adverse events occurred. No further information available.